Event description:
Revision of the left total hip arthroplasty for failure of the implant due to pain, increased blood levels of metal ions, and fluid collection resembling a pseudotumor.

Manufacturer narrative:
UDI-di: (B)(4).